Event description:
The device was returned by the funeral home. No information was provided regarding the cause of death. The manufacturer's device tracking system indicated that the patient expired in 2008. The device was removed post-mortem for cremation. Additional information has been requested from the hcp, but was not available as of the date of this report.